Manufacturer narrative:
B3: date of event is unknown; the primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that kink on duodopa cassettes. Attached cassette to pump and started infusion, the cassette leaked onto pump. There was patient involvement but there was no harm.